Manufacturer narrative:
Batch review performed on 13 jun 2025. Lot: 2407829: (B)(4) items manufactured and released on 28-may-2024. Expiration date: 2029-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: moto partial knee 02.18.tf2.lm tibial tray fix cemented s2 lm (k162084), lot: 2430922: (B)(4) items manufactured and released on 10-feb-2025. Expiration date: 2030-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions not yet available.

Event description:
It was not possible to couple the pe 8 mm insert with the fix cemented tibial tray. A new 9 mm insert was used instead. Surgery completed with 20 min delay.

Manufacturer narrative:
Device not available. Root cause: although no root cause can be confirmed for this case, it is most likely that in the first attempts to fix the insert into the baseplate, the insert was not well positioned and became damaged, precluding the possibility to fix the insert in the following attempts. The investigation does not indicate a potential manufacturing related issue or systemic deficiency.